Event description:
It was reported the pt does not feel any stimulation. X-rays confirmed the lead was migrated out of the epidural space. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.